Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging his onetouch verio iq meter was continuing to prompt the ¿apply sample¿ message after she had applied the sample. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2013 at 10am. The patient reported using apidra insulin to manage her diabetes. It is unclear if the patient made any changes to her usual diabetes management routine on the day of the alleged issue. The patient reported 15-20 minutes after the alleged issue occurred she developed symptoms of nausea. The patient reported on (B)(6) 2013 at 10:15am she had less to eat or drink than usual. At the time of troubleshooting, the cca confirmed the patient was using a correct testing process and correct test strips to obtain the samples. The cca confirmed this was not the first time the meter had been used. The cca noted that the test strip completely drew in the sample. The alleged issue was not resolved with a retest. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient¿s reported symptoms do not meet lfs¿ criteria for a serious injury. The patient did not report any blood glucose readings, symptoms or treatment suggestive that an acute complication of diabetes occurred. However, this complaint is being reported because the alleged issue remained unresolved with troubleshooting done by the cca.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.